Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found burn marks on the main printed circuit board of the ac power adaptor.

Event description:
This report is to advise of an event observed during analysis.